Manufacturer narrative:
Explanation: there was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) was returned to the distributor for evaluation. The evaluation of the monitor confirmed the dl code 203. Corrosion was found on the j101 sd card holder, preventing the sd card from being secured in the holder and causing the download code 203. The distributor evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. The root cause of the corrosion was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. Device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was physical abuse. Defibrillation narrative: the investigation into the event concludes that there was no device malfunction that contributed to the event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation and software flag files (attached). The primary cause of the shock was lack of response button use. The response buttons were not pressed during the event. Due to an sd card fault in the monitor, the ECG was not recorded for this event. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an unknown defibrillation event consisting of one shock. The patient was reportedly conscious and sitting on a bed in the hospital at the time of the event. The response buttons were not pressed during the event. The patient remained hospitalized after the event and continues wearing the lifevest. There was no death or serious injury associated with the defibrillation event.